Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message and was beeping. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets, and the battery voltages were normal. The device has been beeping, so the cause of the bd error has been overwritten. The device was operating as intended despite the error message. The s-ICD remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.